Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 35 (mg/dl). Customer's wife assisted the customer with consuming soda, glucose pills, and a banana to treat their bg level. Customer contacted their health care provider who adjusted the carbohydrate ratio settings for the pump, and subsequently, the customer's bg levels elevated to 290 (mg/dl) on (B)(6) 2016. Customer administered a correction bolus to treat their bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.

Manufacturer narrative:
Customer received formal pump training on (B)(6) 2016. Review of pump data recorded a bolus of 7.3 units requested and delivered at 4:15 pm on (B)(6) 2016. It is possible that the customer's profile settings were incorrect. Review of pump data does not suggest the low blood glucose event was caused by a pump malfunction.